Event description:
A ventilator was returned to the manufacturer for service.  There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's stirring fan retainer, exhaust fan assembly, flow sensor assembly and inlet air path assembly with removable air path foam were replaced due to contamination of dirt and white dust. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported the investigation was ongoing and a follow up report would be submitted when the investigation was complete. No follow up report is required.